Manufacturer narrative:
(B)(4). One (1) used sample of material #490105 (lot #0061463131) was received without packaging was returned for evaluation. Upon visual inspection of the set, no visible manufacturing defects were noted. The set was functionally tested for occlusion and leakage as per internal specifications with passing results. In an attempt to replicate the reported event, the chamber was squeezed several times during testing. However, no leakages were observed at the chamber or from any other location on the set during the testing time frame. The returned product functionally tested did not confirm the reported defect of leakage at the blood filter. Thus, the root cause of this event can not be determined. No adverse quality trends of this nature were identified during the complaint review process for the reported item number. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: reports the blood was pooling on the floor because the blood was leaking from the chamber. No patient injury.